Event description:
It was reported the catheter had char formation on the tip of the electrode. After an ablation procedure with an intellanav mifi xp, the catheter was removed from the body and the doctor noticed there was char formation on the tip of the electrode. The physician attributed this to the small indentation that is designed on the tip of the ablation catheter. The catheter was replaced for an oi mifi nav catheter. The procedure was completed successfully without any complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed dried body fluid found on the handle, main body tubing, distal end. No other anomalies were observed. Electrical tests revealed that while manipulating the shaft, continuity checks revealed no electrical shorts or opens as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermistor resistances measured in spec and were typical. Functional inspection revealed the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Rf ablation test revealed ablation was verified by using a maestro generator 4000 and load box. The device was found within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported the catheter had char formation on the tip of the electrode. After an ablation procedure with an intellanav mifi xp, the catheter was removed from the body and the doctor noticed there was char formation on the tip of the electrode. The physician attributed this to the small indentation that is designed on the tip of the ablation catheter. The catheter was replaced for an oi mifi nav catheter. The procedure was completed successfully without any complications.